Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced muscle stimulation at increased outputs. An invasive revision procedure was performed and the lead was explanted and replaced with a bipolar lead. No further complications were observed.